Manufacturer narrative:
Section h3- no: the device was not returned for evaluation, as device discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to power miss. Iol was exchanged with a different model drt150, 0.5 diopter power size higher than the original iol. Lens will not be coming back for evaluation. No other information was provided.